Event description:
Healthcare professional for home pt reports pt presented to center with abdominal pain and cloudy effluent on date of event. An effluent culture revealed growth of serratia marcescens. Pt was diagnosed with peritonitis and treated outpatient with fortaz, vancomycin and gentamicin ip x 21 days and copro x 14 days. Per rn, pt is responding well to treatment. Upon investigation of incident, rn noted that pt has been reusing pt's minicaps on occasion. Rn states she does not feel peritonitis is related to baxter product, however, exact source could not be determined.